Manufacturer narrative:
Analysis of the pump revealed it passed testing as no anomalies were observed. The device met specification. Device codes no longer apply to this event. Conclusion code no longer applies to this event.

Event description:
On (B)(6) 2016 further information was received from the representative regarding if the patient experienced any symptoms in relation to the hypothesis that the pump was underinfusing. In regards to this, the representative replied that "it was with that pump that the dosage and concentration were refined for the therapy".

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving clonidine (concentration 600 mcg/ml, dose 600.07 mcg/day) (bolus 50 mcg/day) via an implantable pump. The patient had a pump replacement due to normal end of life on (B)(6) 2016 and nothing was changed in the programming of the new pump. The patient experienced withdrawal and overdose following the pump replacement and current hypotheses of the source of the problem was reported as underinfusion with the old pump and the new pump infused correctly and resulted in the overdosage effect on the patient. There was no report of a notice of underinfusion. There were no symptoms mentioned as a result of the hypothesized underinfusion see manufacturing report #3004209178-2016-15244 for report regarding symptoms after pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a clinical study. The clinical diagnosis was updated to probable bubble in the catheter, either inside the pump or leading to the cerebrospinal fluid (csf).

Manufacturer narrative:
The information reported in 2016 was previously reported under manufacturer report #3004209178-2016-15244, but upon further review it was determined to also pertain to this report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-07-28, additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported that at the refill they always took out 4-5 ml "than the telemetry show after control the permeability of the catheter during the changing and was alright" and "maybe the cause was the fact that the old pump run slowly than normal than the new one." On 2016-09-13, a manufacturer representative reported, "no discrepancies was observed that I am aware of." Additional information was received from a foreign healthcare provider (hcp) via a clinical study on 2018-apr-19. It was reported the catheter was fine; it was not due to the system if there was a bubble it was probably due to the change. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.